Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that his blood glucose levels have been high and requested assistance in finding out if insulin was coming out properly. The customer's blood glucose reading was 473 mg/dl. Customer mentioned that he may have been high due to a medication he was taking. The customer was advised that the insulin pump was designed to alarm no delivery if there was a problem. Customer stated he would speak with his doctor regarding his medications. Nothing was replaced or returned for analysis.